Event description:
An optometrist reported that approximately two months following photo refractive keratectomy (prk) a patient presented with trace corneal haze and increased dryness in the left eye. The topical steroid drops were increased to treat the haze. In a follow up, the optometrist reported that the corneal haze had improved significantly three weeks later. The patient was instructed to taper off the steroid drops and the event is expected to resolve with the treatment.

Manufacturer narrative:
Evaluation summary: the sample is not expected to be returned for evaluation. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).